Event description:
Dealer states the seat frame is bent new out of box and is not repairable. Prompted the dealer to obtain more information. He was requesting a chair replacement. No transaction until further information is obtained.